Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted to the hospital after a four (4) day history of worsening dyspnea and was fluid volume overloaded upon admission. While hospitalized, the patient experienced epistaxis requiring repeated packing by the medical team. The device was not returned to the manufacturer for analysis as it remains implanted. Respiratory dysfunction and bleeding are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a male patient was admitted to the hospital with a four (4) day history of worsening dyspnea and was volume overloaded upon admission. The patient's international normalized ratio (inr) was sub-therapeutic and initiated on subcutaneous anticoagulation therapy. On (B)(6) 2013, the patient began experiencing epistaxis which reportedly lasted for five (5) hours. Anticoagulation was held and a member of the otolaryngology service was consulted. It was reported that a member of the medical team packed the right nostril to control bleeding. On (B)(6) 2013, the medical team removed the packing in the right nostril and epistaxis reoccurred within two (2) hours. It was reported that packing was replaced to control bleeding. The pump was not returned to the manufacturer as it remains implanted.